Event description:
Left side deflation. Follow up findings: per rga, capsular contracture grade iii. Additional follow up finding of fold fatigue reported on rga. Per md, fold fatigue is device related.